Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2009 (male patient over 18 years old). According to the complainant, while preparing for the case, after unpacking the tome, the cut wire was found to be twisted around the working length. The procedure was completed with another hydratome rx sphincterotome. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).